Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the needle mechanism failure-needle did not properly insert and a kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system - user guide model: ust400; 14421-aw rev h / 2016; using the pod 5 / page 55. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged.

Event description:
The patient's mother reported that her daughter had elevated blood glucose of 500 mg/dl after wearing the pod between 4 and 24 hours. The mother reported that the cannula did not pierce the skin and the cannula was kinked.